Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. It was noted that the pacemaker exhibited premature battery depletion. No intervention was performed, the patient would continue to be monitored. There were no patient consequences.